Event description:
Customer was traveling up a ramp to a van and flipped backwards. Patient struck their head & was unconscious. Was taken to local ER and treated for bruises and leakage from their brain.